Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the implantable cardioverter defibrillator, it was noted that an alert for out-of-range high voltage lead impedance was noted. The patient was stable. No further information was available.